Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they've bene having problems and they only have little drops when they urinate. As a result of what was reported, they were advised to contact the healthcare provider (hcp). Three days later, patient's brother said the patient was in the hospital. No device issue was reported and no further patient complications have been reported as a result of this event.